Event description:
A malfunction was reported, though no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur. The customer continued to use the pump for insulin therapy.